Manufacturer narrative:
It was reported a revision surgery was performed due to dislocation. The associated oxinium head and acetabular liner, used in treatment, were returned and evaluated. A lab analysis was conducted and noted the liner does not display the presence of any abnormal wear of the ID surface. Gouges and marks observed on the liner could be resulting from the stated dislocation or during the removal. One area of the lip exhibits some deformation that might indicate an impingement with the femoral neck. Noted faint outlines of apex and screw hole patterns from the shell are observed. The head noted some gouges on the articular surface, this markings most likely occurred during dislocations. The examination revealed the presence of titanium material with the gouged area. This clearly indicates the head came into contact with the shell which is not returned. The lower flat face of the head showed some cuts and gouges. Iron found around that area. The presence of iron indicates the markings on the lower flat of the head were caused by contact with a stainless steel instruments during removal. No deviations to manufacturing process noted for the listed batches and no prior complaints history found for the listed parts for the listed failure mode. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship between the devices and the reported incident could not be corroborated. A review of instructions for use revealed the alleged failure has been identified in the possible adverse events. Probable causes could include but not limited to patient anatomy or surgical technique. No medical documents were received, thus no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported a revision surgery, performed due to dislocation of hip 3 times. Liner and head were removed.